Event description:
The facility reports after three months of use the tubing line cracked at the roller clamp level on the transfer set noting a leak. Set change was performed each time. Per affiliate, this patient has had this problem three times. No patient injury or medical intervention reported by baxter affiliate.